Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Expanded evaluation shows that the crossbrace tubing was broken at the pivot link attachment hole. MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated that while on his way to the mail box the end user did a wheely to go down the curve and once he hit the ground he heard the crossbrace snap. End user stated that the chair began to collapse down so he jumped out of the chair as a natural reaction. End user stated when jumping out of the chair into the street he did not injured himself.